Event description:
It was reported that a health care professional (hcp) called technical services (ts) for a review of data. Upon review, ts noted this cardiac resynchronization therapy defibrillator (crt-d) oversensed the respiratory rate trend (rrt) signal on a non-boston scientific right atrial (ra) lead however, it was not sensed or causing altered pacing function. Additionally, there was a stored signal artifact monitoring (sam) episode on the ra channel in which it was noted that the right ventricular (rv) lead pace impedances were high out of range measuring greater than 3000 ohms. Ts also found that this patient received inappropriate anti-tachycardia pacing (atp) and shock therapy due to supraventricular tachycardia (svt). The hcp will discuss with the clinic regarding device replacement. At this time, the device and non-boston scientific ra and rv leads remain in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that a health care professional (hcp) called technical services (ts) for a review of data. Upon review, ts noted this cardiac resynchronization therapy defibrillator (crt-d) oversensed the respiratory rate trend (rrt) signal on a non-boston scientific right atrial (ra) lead however, it was not sensed or causing altered pacing function. Additionally, there was a stored signal artifact monitoring (sam) episode on the ra channel in which it was noted that the right ventricular (rv) lead pace impedances were high out of range measuring greater than 3000 ohms. Ts also found that this patient received inappropriate anti-tachycardia pacing (atp) and shock therapy due to supraventricular tachycardia (svt). The hcp will discuss with the clinic regarding device replacement. At this time, the device and non-boston scientific ra and rv leads remain in service. No adverse patient effects were reported.